Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 550-600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.